Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
A surgeon reported the vitrector did not cut during a vitrectomy procedure. The status of the aspiration was not known. The product was replaced and the procedure was completed. There was no harm to the patient, additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. Two 23 gauge(ga) probes were returned for this investigation and were visually inspected and functionally tested. The customer reported only one probe that did not cut but both probes were evaluated. A calibrated console was used to test both samples. Each probe was recognized properly when the radio-frequency identification (rfid) connectors were connected to the console and 23ga displayed. Vitrectomy momentary mode was selected on the console and each probe passed the one cut rate test to ensure proper actuation of the cutter. No anomalies were observed during the cutter test. Each probe that was returned could properly cut during functional testing on the console. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).